Manufacturer narrative:
This product is not marketed in the us. Conclusion code: per dfu for this lens model, vicl's are contraindicated of implantations of a lens in an eye with an anterior chamber depth (acd) less than 3.0 mm. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm vticmo12.6, -3.50/5.5/107 (sphere/cylinder/axis), implantable collamer lens in the patient's right eye (od) on (B)(6) 2018. It was noticed the the "refractive is still the same as before during surgery" and there is almost no correction. Lens remains implanted.

Manufacturer narrative:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, of -3.50/5.5/107 sphere/ cylinder/ axis in the patient's right eye (od) on (B)(6) 2018. It was noticed that the "refractive is still the same as before during surgery" and there is almost no correction. Lens remains implanted in the patient's eye. From the (B)(4) calculation form we can notice that the left eye (os) values were used for calculation of right eye (od) lens requirement. (B)(4)